Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. It was noted that the patient fell on the ipg site and it was unknown if fall was device related. The patient was given steroid shots and upon follow-up, the ipg site looked normal and had no bruising. The patient was reportedly doing well.